Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant or a talent stent graft system was implanted in a patient for the endovascular treatment for an aaa on an unknown date. It was reported that at an unknown date after initial thoracic endovascular aortic repair for stanford type b aortic dissection, the patient had a sg-induced rtad with a new tear at the tip of the sg in the greater aortic curve. No additional clinical sequelae were reported and the patient is fine.